Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A hermetic lumbar catheter, closed tip (ins5010) was prepared for insertion on an elderly patient who was having abscesses drained. As soon as it was inserted it began to leak. The catheter was removed and then it was replaced with a new catheter, which worked fine. The pt did not incur an injury as a result of this event.